Manufacturer narrative:
This report is being submitted as the device was returned to olympus for evaluation. The device was tested using olympus test equipment and the device failed the probe check. An error code of u509 was observed. A visual inspection of the teflon pad found normal wear with no metal exposed. The distal end of the device was inspected under a microscope and a crack was found on the probe. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe damage. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, a probe damage error message was observed. The reported event occurred when the physician was cutting a blood vessel. There was no bleeding observed as well and no device fragment fell into the patient. A probe check was performed and the error code remained. The intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided.